Event description:
It was reported the pt underwent mitral valve replacement surgery. In 2009, the pt presented with tachycardia and respiratory distress. The sound of the valve was not audible clinically. The pt's coagulation profile revealed an inr level of 3.0 and 2-d echo showed restricted movement of both prosthetic mitral valve leaflets with significant transvalvular gradient. Cinefluoroscopy confirmed the findings of an immobile valve. The pt was immediately taken in for re-do surgery. Intraoperatively the mitral valve leaflets were restricted with a thin film of thrombus covering the outer surface (left atrium). The valve was explanted and replaced with another st. Jude medical valve. The pt is reported to be in stable condition.